Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Reportedly the customer had forgotten to load the cartridge with insulin before loading it onto the pump. The cartridge was changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose (bg) level was 410 mg/dl - "high" on cgm. A manual dose injection was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.